Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause remains unknown. One x-ray image sample of a powerpicc catheter was provided for evaluation. The catheter appears to be inserted within the patient¿s left arm. The molded wing hub is partially visible. The catheter extending from the hub appears to be bent over itself creating two kink regions in the tubing. Based on the information provided, possible contributing factors include placement location, securement method, and patient anatomy. Since a kink appears to be visible in the x-ray image provided, the complaint is confirmed but the exact cause remains unknown at this time. A lot history review (lhr) of reez3452 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported kinking in PICC line. PICC was placed in the left arm. No additional information provided. Add info rcvd 05/24/2021: date of occurrence: (B)(6) 2021. Was there patient harm reported?: no.